Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. No medical records have been provided. The description alleges mesh became hard; however, no sample has been returned for evaluation. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1). Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent repair of a ventral incisional hernia. A bard/davol composix l/p (device #1) hernia mesh 6.2" x 8.2, (B)(4), lot number darh0002 was implanted in patient during this repair. (B)(6) 2008: the patient underwent surgery to repair the same hernia, in addition to a new hernia. During the surgery, the surgeon found "wall to wall scar tissue" requiring removal, bowel adhesions requiring removal, and the additional of new mesh, including a bard/davol composix kugel (device #2) hernia patch, 5.4" x 7.0", (B)(4), lot number 43jqd537, on a new hernia. (B)(6) 2009: the patient underwent surgery to address "severe pain from previous mesh eroding into the abdominal wall". The surgeon noted that "these mesh grafts are rick hard and just eroding themselves through the abdominal wall." The meshes (device #1 and device #2) were all removed and an alloderm graft was used to close the space. As alleged, the patient continues to experiences complications related to the composix l/p and composix kugel patch. He has already required additional surgeries and may even require further surgeries to repair the damage from the products. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. No medical records have been provided. The description alleges mesh became hard; however, no sample has been returned for evaluation. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1). Should additional information be provided a supplemental emdr will be submitted. This emdr corrects the fields lot expiration date and device manufacture date. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent repair of a ventral incisional hernia. A bard/davol composix l/p (device #1) hernia mesh 6.2" x 8.2, reference number (B)(4), lot number darh0002 was implanted in patient during this repair. (B)(6) 2008: the patient underwent surgery to repair the same hernia, in addition to a new hernia. During the surgery, the surgeon found "wall to wall scar tissue" requiring removal, bowel adhesions requiring removal, and the additional of new mesh, including a bard/davol composix kugel (device #2) hernia patch, 5.4" x 7.0", reference number 0010202, lot number 43jqd537, on a new hernia. (B)(6) 2009: the patient underwent surgery to address "severe pain from previous mesh eroding into the abdominal wall". The surgeon noted that "these mesh grafts are rick hard and just eroding themselves through the abdominal wall." The meshes (device #1 and device #2) were all removed and an alloderm graft was used to close the space. As alleged, the patient continues to experiences complications related to the composix l/p and composix kugel patch. He has already required additional surgeries and may even require further surgeries to repair the damage from the products. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.